Event description:
Image orientation labels stored using the secondary capture function after an image flip are incorrect. When any image is flipped once vertically or once horizontally and the image is then stored using dicom secondary capture, the orientation labels displayed on the stored image will not be correct. No patient injury was reported.